Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during pd treatment there was a fluid leak encountered. The leak was discovered during drain 2 of 5 of pd treatment. Prior to finding the leak there were multiple draining slowly msg/drain complication warnings. The blue pin that is closest to the patient was not pushed in. The patient line was not kinked. Air bubbles were discovered in drain line. There was no fibrin discovered. Patient line clamp was opened. There was fluid found in the cassette door. There was fluid in the pump module area on the exterior of the cassette. In a follow the caregiver stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics for 3 days. Confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. Confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. Confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during pd treatment there was a fluid leak encountered. The leak was discovered during drain 2 of 5 of pd treatment. Prior to finding the leak there were multiple draining slowly msg/drain complication warnings. The blue pin that is closest to the patient was not pushed in. The patient line was not kinked. Air bubbles were discovered in drain line. There was no fibrin discovered. Patient line clamp was opened. There was fluid found in the cassette door. There was fluid in the pump module area on the exterior of the cassette. In a follow the caregiver stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics for 3 days. Confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. Confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. Confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h.6.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during pd treatment there was a fluid leak encountered. The leak was discovered during drain 2 of 5 of pd treatment. Prior to finding the leak there were multiple draining slowly msg/drain complication warnings. The blue pin that is closest to the patient was not pushed in. The patient line was not kinked. Air bubbles were discovered in drain line. There was no fibrin discovered. Patient line clamp was opened. There was fluid found in the cassette door. There was fluid in the pump module area on the exterior of the cassette. In a follow the caregiver stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics for 3 days. Confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. Confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. Confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.